Event description:
During a percutaneous transluminal angioplasty the balloon burst during procedure. This balloon was replaced with another balloon that also was reported burst. The target lesion was the superficial femoral artery measuring (4 x 4) cm (length x diameter) with calcification present. There were no anomalies noted during product inspection or when prepping device. The balloons were prepped with a concentration of 50% heparin/saline to 50% contrast medium. An indeflator was used for inflating balloon however the report indicated that at about 8atm balloons ruptured. There were no balloon leakages observed. There were no separation of any balloon parts, no vessel dissection. It was reported that deflation was rapid. Balloons were retrieved through the sheath without reported difficulty. Pt returned to the lab two days later to repeated angioplasty with other competitor's (fox) balloon. Pt currently is stable condition.